Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The involved device was not returned to tcsc, therefore we performed the following investigation. We investigated similar complaints that had occurred in the past. As a result, there had been no similar complaints about the production lot 240903240 in the past. In manufacturing process of our company, we perform visual inspections toward all progreat lambda at packaging. The device history records of the lot 240903240 were reviewed, and no abnormalities were found. However, we could not identify the occurrence cause of the following reasons. The involved device was not returned, and we couldn't perform the detailed investigation. It occurred with normal usage. Details of the occurrence situation were unknown. There were no similar complaints in the past, and no abnormalities that could cause catheter elongation were observed.

Event description:
Terumo medical corporation received the reported information. The tip of the microcatheter was stretched out.

Manufacturer narrative:
D2b: procode: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. G4: 510k: n/a. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.